Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phaco tip either would not lock properly or would be jammed showed an error during calibration. The surgery was completed after replacing the product with new one. There was no patient harm reported.

Manufacturer narrative:
One opened phaco tip with a wrench, in a pouch with label cut out of tray was received for the report. The phaco tip was visually inspected and found conforming. The threads were functionally checked with a go/no-go 4-40 thread gage and the threads were deemed to be conforming. There was wear on the back of the flange, thread area and nut corners consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation could not confirm the reported issue of phaco tip either would not lock properly or jammed, the phaco tip was visually and functionally conforming; therefore, the root cause cannot be determined from this evaluation as the threads were conforming. No action was taken as the phaco tip was manufactured to specifications. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).